Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 07p51-21.

Event description:
The customer reported a false positive alinity I total b-hcg result on one patient. Results provided: (B)(6) 2019 sid (B)(6) = 36.73 / < 2.30 / < 2.30 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I total b-hcg reagent to the alinity I analyzer. MDR number 3002809144-2019-01098 has been submitted and all further information will be documented under that MDR number.